Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained and 13,000u of heparin was given prior to crossing the septum during transseptal access (tsp) using versacross connect (vcc) transseptal access system through a double curve watchman fxd curve access system (was). The resulting activated clotting time (act) was 320 seconds. The was advanced into the laa along with a pigtail catheter. Two (2) contrast injections were taken. A 31mm watchman flx pro closure device and delivery system (wds) was inserted and snapped into the was, when on intracardiac echocardiogram (ice) imaging there appeared to be some mobile flickering material noted in the proximal position of the laa near the was. Another 2,000u of heparin was given. The physician removed the wds, then proceeded to aspirate the clots from the was, then the was removed. Clot was no longer noted afterward. The procedure continued. The second act was 302 seconds, so 1,000u of heparin was given. The was reinserted and a new 31mm wds was inserted, deployed once, and after meeting all of release criteria it was implanted. No protamine was given as the physician decided to let the act drift down and have the patient stay overnight. The patient woke up appropriately, followed commands bilaterally, and answered all questions appropriately at extubation.

Manufacturer narrative:
B5: information added. B6: information added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained and 13,000u of heparin was given prior to crossing the septum during transseptal access (tsp) using versacross connect (vcc) transseptal access system through a double curve watchman fxd curve access system (was). The resulting activated clotting time (act) was 320 seconds. The was was advanced into the laa along with a pigtail catheter. Two (2) contrast injections were taken. A 31mm watchman flx pro closure device and delivery system (wds) was inserted and snapped into the was, when on intracardiac echocardiogram (ice) imaging there appeared to be some mobile flickering material noted in the proximal position of the laa near the was. Another 2,000u of heparin was given. The physician removed the wds, then proceeded to aspirate the clots from the was, then the was was removed. Clot was no longer noted afterward. The procedure continued. The second act was 302 seconds, so 1,000u of heparin was given. The was was reinserted and a new 31mm wds was inserted, deployed once, and after meeting all of release criteria it was implanted. No protamine was given as the physician decided to let the act drift down and have the patient stay overnight. The patient woke up appropriately, followed commands bilaterally, and answered all questions appropriately at extubation. It was further reported the patient was discharged home. Spontaneous echo contrast (sec) was noted on tee.